Event description:
The pacemaker involved in this MDR was found in standby mode (vvi backup mode / safety mode) upon a scheduled follow-up performed on (B)(6) 2010. A re-initialization was performed by the programmer, as specified.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.